Event description:
Additional information was received from the patient reporting that they want to replace the "bad electrode." Also electrode to deep. Device information could not be provided. The doctor inserted and turned on the device and asked how they felt and they couldn't respond. They waved their arms and they turned the device off and they could talk. They removed the electrode and replaced it with a new one and had the same problem. Circumstanced that led to the issue included the head gear being attached, then the CT scan just before surgery. The nurse came in and said they needed to move the head gear because it's in the wrong place. They tried turning down the electrode but that didn't help. In 2021 they had an MRI and said electrode is too deep. The issue was not resolve.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day the implantable neurostimulator (ins) was implanted, they could not speak "when they turned the device up." Their healthcare provider (hcp) thought the speech issue was caused by a "bad electrode," so they "pulled out the electrode and put another one in." The patient indicated that the electrode replacement also occurred on the implant date because they continued to have the speech issue ever since implant date. The hcp thinks the electrode was implanted in the "wrong spot". Today, they will be getting an MRI of their brain to check the electrode. The patient confirmed that a manufacturer representative (rep) was made aware of the speech issue. The patient mentioned they were told that they could not get an MRI and asked for confirmation of this. It was unclear if the patient's hcp had filled out the MRI eligibility form. The patient was on their way to their MRI appointment during the call. The patient was redirected to their hcp to further address the issue.